Manufacturer narrative:
This file was originally submitted on 06/06/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported service error code. Troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. The reported service error code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power. Will continue to trend for future occurrences.